Event description:
It was reported that before opening the package, the customer noticed a hair was mixed up in it. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One hair particle was observed. The root cause of the reported issue was found to be the most likely root cause could be related to interaction of personnel with the product or process and an inadequate container cleanliness . This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).